Event description:
Patient reported that a comparison between the patient's surestep meter and a health care professional meter were 202 mg/dl (ss) and 125 mg/dl (health care professional) respectively (62% difference). Control test result (130) was in range (94-140). There was not allegation of harm.